Event description:
Event description boston scientific crm received information that this pacemaker's estimated remaining longevity went from greater than 5 years remaining to 3.5 years remaining over six months time with no changes to the programmed parameters. No adverse patient effects were reported. Information was subsequently received that this device was electively replaced. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.